Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that tube drive replaced due to bent tube causing plunger force accuracy test failure. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks and affected by plastic recall. Barrel clamp replaced due to cracked handle. Internal frame replaced due to broken bottom screw insert. Left and right iui replaced due to corroded pins. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the carriage assy - tube drive bent. A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that tube drive replaced due to bent tube causing plunger force accuracy test failure. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks and affected by plastic recall. Barrel clamp replaced due to cracked handle. Internal frame replaced due to broken bottom screw insert. Left and right iui replaced due to corroded pins. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the carriage assy - tube drive bent. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to maintenance issue of the carriage assy - tube drive bent. A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record 15090882 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.